Manufacturer narrative:
Physio-control evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
The customer complained that the device is displaying the service, charge pak and low power warning icons and fails to turn on. There was no pt use associated with the reported event.